Manufacturer narrative:
Laboratory analysis summary the device related to the reported event of capsular contracture was received on jul 18, 2024, with catalog number mcgan270cc. Based on the product analysis performed, the assessments of the complaints are: the device related to the reported event of capsular contracture was received on jul 18, 2024, with catalog number mcgan270cc. Based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure opening, particle and crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Capsular contracture: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure opening, particle and crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii. Device has been explanted.